Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Evaluation of the customer's supplied data confirms that the patient's serum sample was not allowed to clot within the recommended time per the tube manufacturer's instructions. The cause of this event is use error as the patient's sample was not allowed to clot per the manufacturers' specimen collection and handling recommendations.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. The following day, customer reanalyzed the first patient's sample on the same unicel dxi 800 access immunoassay system and obtained a lower result within the assay's normal reference range. A second sample was collected from the patient. This sample was tested on the same unicel dxi 800 access immunoassay system and generated a result within the assay's normal reference range. The initial elevated access accutni+3 result was released out of the laboratory. There was a change in patient treatment as the patient was administered 300mg aspirin, 300mg clopidogrel and 2.5mg fondaparinux subcutaneously as part of the treatment typically given to patients diagnosed with a nstemi (non-st elevated myocardial infarction). The customer is unaware if this treatment was given due to the positive access accutni+3 result. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a becton dickinson (bd) serum separator tube and was centrifuged at 5,100 rpm (revolutions per minute) for three (3) minutes. Customer reported that the sample was only allowed to clot 15-20 minutes instead of the 30 minutes minimum recommended.